Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 1043 mg/dl and the cause was not known. A bolus via the pump was delivered to address high bg. The customer was admitted to the hospital and was treated with manual insulin injections. High bg had been resolved. Upon follow up, the customer reported to have been discharged on (B)(6) 2018. There were no permanent damage.